Event description:
Related manufacturer reference number: 2017865-2022-01715. It was reported that the patient presented in clinic for follow up. The right atrial (ra) and right ventricular (rv) leads were over-sensing noise. Programming changes were made. The patient was stable.